Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the device produced service code 204. Upon evaluation, the trunk cable connector was cracked and the orange (pgnd) wire was open inside the trunk cable. The root cause of the damaged connector and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the connector on a patient's electrode belt was damaged.